Manufacturer narrative:
Continued: h.6. F2203. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported rupture. Healthcare professional later reported seroma-late. The device has been explanted. This relates to the right side.